Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by weakness. The cause of peritonitis was unknown. A day prior to the peritonitis diagnosis, the patient was hospitalized due to weakness. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal ongoing), meropenem injection (1gm, once daily, intraperitoneal, ongoing) and heparin injection (1/2 ml, per bag, intraperitoneal, ongoing). It was reported the patient passed away in the hospital. The cause of death was reported as due to heart failure. It was not reported if an autopsy was performed. The patient was not recovered from peritonitis and pd therapy was ongoing prior to and at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.